Event description:
The customer reported to philips healthcare that they had difficulty in capturing pacing with the heartstart mrx. A different external pacing unit was used and pacing was successful. There was no patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.